Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe port broke in the patient's eye during insertion in eye. The procedure was completed with no patient harm.

Manufacturer narrative:
Additional information provided in a review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened trocar hub and cannula was received taped to a piece of cardboard for the report of trocar broke in patient eye. The returned sample was visually inspected. The trocar hub/cannula assembly was found to be non-conforming due to being separated. The hub returned was found to have a presence of adhesive inside of the hub. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The evaluation of the returned sample identified adhesive inside of the hub, therefore, how and when the trocar cannula and hub became separated cannot be determined from this evaluation and the root cause for this complaint is unknown. A potential contributing factor of the separation is manipulation during surgery. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
New information from customer indicates that the trocar broke instead of the probe during surgery.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information from the customer indicates that the trocar broke instead of the probe during surgery.